Manufacturer narrative:
Other, other text: device evaluation- the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. One photograph was provided for evaluation along with fifteen total samples (1 used and 14 unused). All returned devices were given functional testing; this showed all samples could be filled with no leakage observed. The reported issue was not confirmed during testing. During production, this device type is 100% visually inspected for proper bag seals. These devices are sampled at regular intervals for testing, including a functional bag seal check.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir 's medication bag leaked and the cytostatic fluid come out into the housing and outside it. There was no patient or clinical injury.